Event description:
Customer reportedly obtained results of 96 mg/dl and 413 mg/dl on the aviva system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.